Event description:
Customer had approximately 3-4 potassium fliers per day for approximately 3-4 weeks. Customer repeated the high fliers and the results returned to normal. She provided three patient examples: patient 1, original potassium result 110, repeated on same analyzer gave 4.0 mmol/l. Patient 2, original potassium result 6.0, repeated on same analyzer gave 4.1 mmol/l. Patient 3, original potassium result 12.1, repeated on same analyzer gave 3.9 mmol/l. All patients were outpatients, the original results were not reported. Potassium electrode lot number was 21591919. The field service representative determined ise tubing was the cause of the discrepancies and he replaced the damaged tubing. He performed performance tests and customer performed calibrations and qc which were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.